Event description:
The customer reported that the operator could not hear the pt in the scan room (gantry) at the sys console via the intercom sys. There was no report of harm to the pt or operator. Philips service confirmed that the microphone board had failed and replaced the microphone board to resolve the issue.

Manufacturer narrative:
We will file a f/u MDR at the completion of the investigation. (B)(4).